Event description:
It was reported that the patient underwent a lithotripsy procedure with this flexiva pulse laser, which was completed without complications. However, after five days, the patient experienced symptoms of inflammation and infection, which was confirmed with a positive urinalysis. Therefore, the patient required to be treated with medication. It was indicated that the symptoms are likely related to the procedure itself, and not to the fiber. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the lithotripsy procedure with this flexiva pulse laser was completed without complications. However, after five days, the patient experienced symptoms of inflammation and infection, which was confirmed with a positive urinalysis. Therefore, the patient required treatment with medication. It was noted that the symptoms are likely related to the procedure itself rather than to the fiber. No additional patient complications were reported.

Manufacturer narrative:
This complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Labeling review was performed and it mentions that inflammation is included as a risk. Due to the lack of product return, the clinical observations of inflammation and infection could not be confirmed.